Event description:
Approximately one month post index procedure the patient was diagnosed with esophageal cancer and began chemotherapy. It is reported that approximately 5 days prior to death the patient was hospitalized with complaints of weakness and a syncopal episode. The patient was treated for hypotension, orthostasis and dehydration in the setting of chemotherapy treatment. An ECG was reported to be normal and the troponin was negative. The patient was observed in the emergency room and his blood pressure medications were adjusted. One day later a follow-up with his primary care revealed a normal blood pressure. The patient's wife reported an episode of diaphoresis and confusion the next day. One the day the patient expired it is reported that the patient's wife heard the patient fall at home. He was initially breathing and unresponsive but then had no respiratory effort. Emergency services arrived and resuscitative efforts began. The patient remained in pea and he was eventually pronounced dead in the emergency room after the family agreed to discontinue resuscitative efforts. The cause of death was listed as cardiac arrest. The autopsy report and death certificate are not available.

Event description:
Four endeavor sprint rx drug-eluting coronary stent delivery systems were used to treat 4 lesions in a patient. One into the 1st obtuse marginal, one into the mid lad, one into the mid rca and one into the distal rca (reference MFR report #'s 2953200-2010-00554, 2953200-2010-00555, 2953200-2010-00556). The patient was asymptomatic at 6 month follow up. It was reported that the patient suffered an mi resulting in the patient death approximately 6.5 months post index procedure. It was reported that there was no evidence of stent thrombosis. It is stated that it is unk if the target lesion was involved. The investigator indicated that the event was possibly related to the study devices.

Manufacturer narrative:
(B) (4). Results: mi and death.